Manufacturer narrative:
The bipap a40 pro (cax3100s12) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
The manufacturer received information alleging a ventilator inoperative alarm was discovered in the bipap a40 pro device's event log. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative alarm was discovered in the bipap a40 pro device's event log. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. Repeated attempts to (B)(6) requesting the device and components returned for evaluation and investigation were unsuccessful. The manufacturer has made sufficient attempts for more information and the return of the device for evaluation, to no avail. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If any additional information is received at a later date, an updated final report will be filed.